Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed "art flow - service module" error. Replacement of customer application board with lab-use only (luo) application board restored flowmeter module functionality determining customer application board was defective. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information received that the surgery was completed successfully without delay, blood loss nor adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), when he tested the flow module the yellow light emitting diode (led) would not light indicating that there was no power. He tried changing power cords and slots on the network interface card (nic) board but it would still not work. He replaced the flow module. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during setup of the device for a cardiopulmonary bypass (cpb) procedure, an "art flow - service module" error occurred. As a result, an alternate device was employed. No other details regarding the nature of this event were provided.